Manufacturer narrative:
Customer refused return: device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the tracker would not rotate around the tap and the tap was stuck in the tracker. There was no patient present when this issue was observed.